Event description:
Noted chamber fluctuation in two of three cases this day. No pt injury reported. Additional information received in 03/2005 noted pieces of nucleus were bouncing off posterior capsule; capsule kept coming forward. Posterior capsule tear occurred in the one case; vitreous was removed manually.